Manufacturer narrative:
A ge rep evaluated the system and restrapped the isolation transformer. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported an intermittent control panel error message. No pt injury was reported.